Event description:
It was reported that the patient visited the hospital due to the inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a revision procedure. During surgery, a tear in the left cylinder was identified; therefore, the cylinder was replaced. The cause of the tear was not determined by the medical staff. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at of these inflatable penile prosthesis (ipp) cylinders at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified a large hole from avulsion in the distal end of the cylinder. There was a small leak noticed when inflated with the syringe. Functional testing of the cylinders was not performed due to the fluid leak observed. The second cylinder performed within specification. Based on the information available and analysis results, the fluid leak identified in the cylinder could have caused or contributed to the reported clinical observation of the device not working properly. .

Event description:
It was reported that the patient visited the hospital due to the inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a revision procedure. During surgery, a tear in the left cylinder was identified; therefore, the cylinder was replaced. The cause of the tear was not determined by the medical staff. No additional patient complications were reported.